Event description:
In 5/2003 the user facility reported that during an ercp procedure. The proximal end of the cutting wire of a dash sphincterotome broke when cautery was applied with a bovie electrosurgical unit. Info regarding the cautery settings used was not provided. There was no detachment of the cutting wire reported. In 6/2003 eval of the device at wilson-cook revealed the distal end of the cutting wire had also broken, causing approx a 2cm portion to detach from the sphincterotome. The detached portion was not included in the return. The user facility was contacted for add'l info regarding the missing segment of the cutting wire. The facility indicated the cutting wire detachment must have occurred during removal from the endoscope channel, or possibly during packaging of the device to return it for eval. The user facility indicated that if the cutting wire had detached in the pt during the procedure, it would have been detached.